Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 giving multiple alarms: 401- inspiration valve or device leaky, alarm 316 - blower failure, no o2 sensor and batteries not charging. Furthermore, the customer confirmed that this issue happened during an engineer scheduled inspection. No patient involvement.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. However, vyaire received an update that the issue was resolved after sw 6.0.500.1 update. Advised customer to also replace the battery and o2 cell. The root cause was determined due to user fault - presumed that the leak was caused by a not well applied o2 sensor.